Manufacturer narrative:
The lead was replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, this left ventricular (lv) lead was exhibiting loss of capture. A revision procedure was performed. During the revision, it was noted the lead was dislodged. No adverse patient effects were reported.